Event description:
Customer's father reported via phone call that the buttons on the insulin pump were not responding and then the numbers on the screen started scrolling during a bolus delivery attempt. It was stated that the customer wore the insulin pump to the gym that morning and it might have been exposed to sweat; customer does not normally wear it during exercise. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis. Last blood glucose reading was over 100 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.